Event description:
It was reported that during a total abdominal hysterectomy (tah) procedure, using the superjaw the surgeon felt that the device was extremely difficult to close/cut. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper distal roller detached and not returned. This caused the upper jaw to not close completely. In addition, the cable was cut off. Due to the returned condition of the device, no electrical functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted. A probable cause of the damage to the blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused this issue.